Manufacturer narrative:
H6: updated method and result codes. Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear 0.2% glutaraldehyde solution. Both inflow and outflow aspects appeared oval shaped. Circumferential tan-white pannus was attached to the outflow frame. All leaflets were wavy, in the closed position with gaps between all free margins. All leaflets were tan-brown, slightly stiff yet flexible except where the host tissue extended from the inflow and outflow. Vegetative appearing host tissue was observed on the inferior coaptive area between leaflets two leaflets and one leaflet and appeared to restrict leaflet mobility. Off-white pannus encapsulated commissures 1, 2 and 3. The conditions of the commissures could not be assessed. From the inflow aspect, glistening off-white pannus adhered to the inflow crown tips which extended to the luminal surface of the majority of the valve. A remnant segment of the pannus appeared to show a reduction in the inflow orifice area. Multi-focal off-white pannus lined the abluminal surface of the skirt. From the outflow view, circumferential tan-white pannus remained attached to the outflow frame. A thick layer of pannus lined t he margin of attachments of two leaflets and to a lesser extent on of the remainder leaflet. An unknown amount of pannus may have been removed during explant. Radiography did not reveal calcification on the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected h 2.6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record and associated sterility lot records were reviewed and showed that this product met all manufacturing specifications for product released for distribution. Medtronic has manufacturing controls in place for the prevention and surveillance of infective organisms associated with their devices. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was likely attributed to an impaired sealing due to the patient¿s excessive calcification, a potential scenario referenced in the evolut pro instructions for use (IFU) that may necessitate a post-implant balloon dilatation of the bioprosthesis. However, a root cause for the pvl could not be conclusively determined from the available information. Prosthetic valve endocarditis is a potential risk associated with the implantation of the valve in the IFU. Endocarditis cases that occur more than twelve months after surgery are called late prosthetic-valve endocarditis and are largely community- acquired. Additionally, according to the centers for disease control and prevention, microorganisms that can serve as a mechanism for the disease can originate from the skin (during surgical procedures), from other implanted or indwelling devices (such as foley or central venous catheters), or they may be introduced into the blood stream from the oral cavity during dental work. As an endocarditis diagnosis was not confirmed, an assignable cause also could not be determined. However, it was reported that the patient recently had a dental procedure which could have been a contributory factor. The reported reason for explant included multiple factors. These factors included possible endocarditis, worsening heart failure, possible mitral repair and replacement and a coronary artery bypass graft (CABG). Per the physician, the valve did not impede on the function of the mitral valve nor did it occlude any of the coronary arteries. This event did not indicate potential manufacturing issues, device misuse or a quality deficiency. Updated data: h6 conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was reported per the physician, the patient was a "poor candidate for a transcatheter aortic valve replacement (tavr) at implant due to very large calcium in annulus, but the patient insisted on receiving a tavr as opposed to a surgical aortic valve replacement (savr)". Moderate paravalvular leak (pvl) was reported immediately following valve implant. Approximately one year and seven months later, the patient presented with pvl, along with acute and chronic worsening heart failure. The severity of pvl was unknown. The patient had presented to the hospital with increased shortness of breath and it was reported that the patient recently had a dental procedure. Endocarditis was suspected, but was unable to be confirmed. The valve was explanted and a coronary artery bypass graft (CABG) was performed. It was reported that the reason for explant included multiple factors, including possible endocarditis, worsening heart failure, possible mitral repair and replacement and a CABG. Per the physician, the valve did not impede on the function of the mitral valve nor did it occlude any of the coronary arteries. No additional adverse patient effects were reported.